Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet is protruding from multiclix device cap. No adverse event reported. A request was made for the return of the device, replacement was sent.